Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The mfg process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.

Event description:
Ous MDR - on (B)(6) 2012, vf was detected the first time with a charge process, but it was aborted. The lead was explanted on (B)(4).